Manufacturer narrative:
Investigation is still ongoing. Device remains implanted in the patient.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), after valve alignment, the valve moved on the balloon. The sapien 3 valve was deployed with malposition to aortic side, aortic side of the valve was not inflated. The decision was made to implant the valve in the descending aorta.

Manufacturer narrative:
This is three of three manufacturer report being submitted for this case. Please reference related manufacturer report no: 2015691-2022-04184. (MDR# 2022-00880-03). The following report fields have been updated due to additional information received: g3, h6. The edwards sapien 3 transcatheter heart valve (thv) was not returned for evaluation and therefore visual or functional testing was not performed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record (DHR) review is required. Since the complaint for "valve deployment and position - thv embolized into aorta" was unable to be confirmed, a lot history review is not required. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. No imagery was returned. The labeling/ instructions for use (IFU) for the commander with sapien 3 japan IFU and device procedural manual were reviewed. Per caution/warnings: visually inspect device components for damage. For iliofemoral artery access, the thv should not be advanced through the expandable sheath if the sheath tip is not past the aortic bifurcation to minimize the risk of damage to the vessel(s). If valve alignment is not performed in a straight section of the vessel, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the vessel. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving pressure (or tension) built up in the system will be necessary. To prevent possible damage to the balloon catheter, ensure that the proximal end of the balloon catheter is not subjected to bending. Do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. No IFU/training deficiencies were identified. There was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. A product risk assessment escalation is not required. Since no manufacturing non-conformances or IFU/training deficiencies were identified, corrective/preventative action is not required. The complaint for "valve deployment and position - thv embolized into aorta" was unable to be confirmed as relevant imagery was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training manual revealed no inadequacies. As reported, "during a transfemoral transcatheter aortic valve replacement (tavr) for the native aortic position, alignment difficulty and valve movement on balloon were reported. Upon alignment in the descending aorta, strong resistance was felt, and alignment difficulty was occurred. After valve alignment, when the physician backed pusher, valve on the balloon moved to the aortic side", "since a sapien 3 valve deployed with malposition to aortic side, aortic side of the valve was not inflated. As bailout, the sapien3 valve was moved to the descending aorta with the whole device and was implanted in the descending aorta", and "the patient had s-shaped tortuosity from the abdominal aorta to the descending aorta". Per training manual, "if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary", and "release store tension prior to thv deployment" in this case, it is likely that the high tension relieved off the delivery system during the valve deployment due to the improper valve alignment with tortuous anatomy, and it results in valve movement or embolize toward aorta. The complaint for "valve deployment and position - thv embolized into aorta" was unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Available information suggests that patient factors (tortuous anatomy) and/or procedural factors (delivery system stored tension from valve alignment, deployment technique)may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor pra is required. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. The available information suggests/indicate that the cause of the valve malposition was due to patient factors (tortuous anatomy) and /or procedural factors (delivery system stored tension from valve alignment, deployment technique) may have contributed to the complaint event. In this case, patient factors (s-shaped tortuosity from the abdominal aorta) and/or procedural factors (valve alignment difficulties) may have contributed to the valve was implanted in a non-target location, the descending aorta. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.